Event description:
It was reported that the patient had rapid afib and received one inappropriate shock due to morphology not matching. No changes were made. There were no adverse health consequences, the patient was stable.